Event description:
No harm to patient. Upper body bair hugger labeled applied to patient and turned on. Within 10 minutes of turning on - auditory & visual alarm going off on bair hugger, stating "fault." Machine was warm to touch. Immediately disconnected from patient. Attached to new bair hugger (upper).